Event description:
Customer reported ¿patient had a neutral sact drug (rituximab) infusing through her PICC line. When the rate of rituximab was increased as per protocol, patient alerted staff she felt her PICC line was leaking. Infusion paused and site assessed. Rituximab had leaked out of PICC line onto patient¿s skin (external). There was a hole in the PICC line (externally). Treated as an extravasation and the extravasation protocol was followed. Heat pack to be applied 20 minutes every 4 hours for 24 hours (waking hours) patient aware to follow same at home. No redness/swelling/pain evident. PICC line was removed" no other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
Customer reported ¿patient had a neutral sact drug (rituximab) infusing through her PICC line. When the rate of rituximab was increased as per protocol, patient alerted staff she felt her PICC line was leaking. Infusion paused and site assessed - rituximab had leaked out of PICC line onto patient¿s skin (external). There was a hole in the PICC line (externally). Treated as an extravasation and the extravasation protocol was followed - heat pack to be applied 20 minutes every 4 hours for 24 hours (waking hours) - patient aware to follow same at home. No redness/swelling/pain evident. PICC line was removed" no other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a fracture/leak in the catheter is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The returned product sample was evaluated and a split was observed on the catheter body adjacent to the molded suture wing. This catheter damage was typical of a kink flex fatigue, and the characteristics observed which supported this type of failure included: circumferential kink impressions, split at the corner if kink adjacent to the molded suture wing, elliptical shape on the catheter body, and granular fracture surface texture (typical of tearing failure modes). This complaint will be recorded for future trending and monitoring purposes.

Event description:
Customer reported ¿patient had a neutral sact drug (rituximab) infusing through her PICC line. When the rate of rituximab was increased as per protocol, patient alerted staff she felt her PICC line was leaking. Infusion paused and site assessed - rituximab had leaked out of PICC line onto patient¿s skin (external). There was a hole in the PICC line (externally). Treated as an extravasation and the extravasation protocol was followed - heat pack to be applied 20 minutes every 4 hours for 24 hours (waking hours) - patient aware to follow same at home. No redness/swelling/pain evident. PICC line was removed" no other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Customer reported ¿patient had a neutral sact drug (rituximab) infusing through her PICC line. When the rate of rituximab was increased as per protocol, patient alerted staff she felt her PICC line was leaking. Infusion paused and site assessed - rituximab had leaked out of PICC line onto patient¿s skin (external). There was a hole in the PICC line (externally). Treated as an extravasation and the extravasation protocol was followed - heat pack to be applied 20 minutes every 4 hours for 24 hours (waking hours) - patient aware to follow same at home. No redness/swelling/pain evident. PICC line was removed" no other information was provided.